Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in impedance measurements and reached an out of range measurement for the programmed settings. Technical services (ts) was consulted and recommended reprogramming options. High capture thresholds were also noted. This rv lead remains in service. No adverse patient effects were reported.